Manufacturer narrative:
(B)(4). The device was returned for analysis. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-08509 and 2134265-2017-08492. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motor drive unit (mdu) failed to perform automatic pullback, after several attempts it would automatically turn off and there was no sound to the mdu during pullback attempt. The procedure was completed with a different device. No patient complications were reported.